Event description:
I had a right talonavicular fusion with a medial slide calcaneal osteotomy with an fdl transfer on (B)(6) 2011 by dr (B)(6). The surgeon used integra large qwix implants for fixation, 3 screws were placed using guidewires and drilling. A fixation guidewire was directed through my calcaneus, talus, and into my ankle joint during surgery. A 7.5mm screw was placed more plantar to this fixation wire. Therefore, the wire was removed during surgery. All hardware was removed over the next year surgically; however, several of the screws did not fill in after removal. Approx 9 months later, a ghost tract was seen on CT scan through the talus from this wire. This was not addressed by the surgeon who did not even tell me this wire was used. Over the next 18 months, pain had increased in the ankle. In (B)(6) 2013, an MRI showed a large subchondral cyst in the talus as well as an obligue line where the fixation wire was placed. In (B)(6) 2013, I was unable to effectively walk on my right foot experiencing severe pain. However, CT did not show any fracture (probably missed). I walked for 3 wks and then MRI on (B)(6) 2013 showed a vertical posteriomedial fracture of the right talus directly through the cyst. The lesion has grown to 2.1 cm. I underwent a core decompression with bone graft and subtalar fusion on (B)(6) 2013. In (B)(6) 2014, I was allowed to walk. Less than 24 hours later, my foot was very painful. A CT scan showed another fracture of the talus in a different direction. I spoke with the sales rep that services the large qwix screw system and he states that he is very familiar with this surgery's use of the integra qwix screws. I have had many opinions including radiologist and orthopedic surgeons that state they have never seen anything like this before.